Manufacturer narrative:
A ge rep evaluated the system and reseated the display adapter circuit board. The system operates as intended.

Event description:
The customer reported the system would not display live fluoro images on the left monitor. No pt injury was reported.